Event description:
Report received of an overdelivery. The customer contact indicated that the pump was programmed to deliver the antibiotic cefazolin 4gm and the home care pt was taking this medication for two weeks. No specific programming parameters were provided. Reportedly, on the sixth day the delivery finished "a little early."